Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient pulled the site out and the cannula was found to be completely kinked. Due to this, the patient experienced diabetic ketoacidosis and high blood glucose level reported to be 540 mg/dl. The patient self-treated it by delivering boluses using the pump. Subsequently, the patient was hospitalized where the patient received insulin and saline via intravenous route, which resolved the issue. The infusion set had been in use for one and a half days. There was no permanent damage to the patient. The patient had stayed in the hospital for two days and was still there at the time of this report. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.